Manufacturer narrative:
(B) (6). (B) (4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 100% stenotic in-stent restenosis lesion, of an unk stent, was located in superficial femoral artery. The physician advanced the 6.0x100/80 sterling otw balloon to the lesion and during inflation the balloon ruptured under 6atms. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 6.0x100/80 sterling otw balloon. Pt status is reported as "fine".